Manufacturer narrative:
Additional information was provided in h.3, h.6 and h.10. It was reported that in the surgeons opinion the intraocular lens did not cause or contribute to the event. In the surgeons opinion the cause was -"unhappy with quality of vision with vivity and wants monofocal intraocular lens for distance only vision." The root cause for the reported complaint appears to be a coincidental event that was related to patient condition. A malfunction has not been indicated or information provided that the lens was the cause of the event. Based on this information, the product did not cause/contribute to the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced blurry vision which was not corrected by glasses. The lens was explanted and replaced with monofocal lens in a secondary procedure. The clinical reason for the explant was malfunction of iol. Additional information was received stating patient was not hospitalized as a result of this event. In the surgeon¿s opinion, patient was unhappy with quality of vision with lens and wanted monofocal iol for distance vision only.